Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the pump time was inaccurate. There was no reported impact to the customer's blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.